Event description:
It was reported that on 08/05, the catheter was inserted in the pt. On (B)(6), after on hour of infusion, red swelling appearance was found on the upper vein. No thrombus and phlebophlogosis were identified and immediately removed the tube and found that there was holes at about 10 cm from the valve on the catheter which was remained in the pt's body. The insertion nurse is PICC nurse specialist and has extensive experience in insertion. In addition, during the insertion, no sharp object contacted the catheter.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexe0768 showed no other similar product complaint (s) from these lot numbers.